Event description:
Boston scientific received information that this right atrial lead fractured and displayed impedance measurements greater than 2000 ohms. During the lead revision procedure, an insulation abrasion was noted between the terminal pin and the suture sleeve. The lead was abandoned and replaced with a new lead.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.